Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the camera cart and the main cart were plugged into each other and they did not communicate at all. The site restarted the system about 5 times and it did not reconnect. The system would not reconnect to the wall port, but a different navigation device was able to. There was no patient present when this issue was identified.